Event description:
It was reported that the pacing impedance had increased. The patient was scheduled for a lead revision, but the physician disconnected the lead, cleaned it, and replaced it into the device header port. Normal function resumed.